Event description:
The stent was implanted across the middle cerebral artery. The patient suffered a subarachnoid hemorrhage and ischemic lesions of frontobasal and caudate nucleus during the procedure. It was reported that the patient had persistent ischemia and neurological complications. The patient was given plavix (dosage unknown) as an antiplatelet medication. No further information was provided.

Manufacturer narrative:
The device remained implanted.

Event description:
The stent was implanted across the middle cerebral artery. The patient suffered a subarachnoid hemorrhage and ischemic lesions of frontobasal and caudate nucleus during the procedure. It was reported that the patient had persistent ischemia and neurological complications. The patient was given plavix (dosage unknown) as an antiplatelet medication. No further information was provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.